Manufacturer narrative:
Following the evaluation of the device, the customer ran the vent for 8 hours after changing and cleaning the filters. The device had no further issues on the event log.

Manufacturer narrative:
Report date: 22jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device was overheating with error code 1122 in the event log. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed explained the blower was overheating and mentioned there was a code 1122 in the significant event log. He mentioned the air inlet filter was a little dirty and changed it. The fan was operating fine, so the rse recommended possibly replacing the blower and/or the motor controller (mc) pcba. The biomed stated he was going to run the performance verification testing (pvt). Other information is pending.